Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found capacitors on the cpu board that needed to be replaced. No conclusion can be drawn as repair info is not available.